Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urinary urge incontinence. It was reported that the reason for the call was the patient said they had a knee replacement in october and had to wear diapers because things had already started with their bladder. The patient said they were not able to communicate with the device for probably a month or so because of extenuating circumstances. The patient said they thought the device might need to be "reinstalled".  The patient was redirected to their healthcare provider to further address the issue.